Event description:
Routine subarachnoid block for left knee replacement. L3-4 prepped and draped. One percent lidocaine times 3cc as local. Introducer applied to interspace l3-4. Twenty seven gauge whitacre to subarachnoid space via introducer. Free flowing csf, negative for hemo, negative for paresthesia. Medication (0.5% sensorcaine) x 2cc administered. Introducer and whitacre removed. Patient to supine position. T-12 blockage per kelly pinch test. Noted approx 3.5 cm of whitacre retained in patient. Required CT scan and return to surgery in late 2009 for removal by neurosurgeon. Patient was discharged the next day in satisfactory condition.